Event description:
It was reported that this pacemaker exhibited an alert due to communicator not connecting. Patients updated information is not transmitting. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert due to communicator not connecting. Patients updated information is not transmitting. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced due to advisory.